Event description:
It was reported to boston scientific corporation that a segura hemi basket was to be used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2022. During preparation, one of the basket wires was found completely detached from the basket. Another segura hemi basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.